Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided, except for patient photographs. Furthermore user facility reported in incident form that the patient was treated by clobetasol cream. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported event details concluding the reported treatment settings were appropriate based on common medical practice, device labeling, and device training for the reported patient skin type. The healthcare professional concluded that probable no test patch prior to treatment to be the contributory cause of the reported event. A review of device label states: warning - perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure. Test spot prior to treatment to determine the maximal tolerated dose for untanned skin types I-IV, wait at least 15-30 minutes after the test spot to observe tissue reaction. For skin types v-vi and acceptable tanned skin, wait at least 48-72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment. While the information received to date does not confirm that injury required medical intervention to preclude permanent impairment and does not confirm the injury result in permanent impairment of a body function or permanent damage to a body structure, the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a first degree burn to cheeks following treatment with lumenis lightsheer duet laser. No report of serious injury has been received except for the initial report from the user facility.